Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that an 8 fr angio-seal evolution device in which the compaction tube never advanced to compress the collagen upon pullback of the device. The following information was provided by the user facility: the amount of tension being pulled back which was enough to tent the skin of the patient. However, the compaction tube never advanced and it was advised that the physician push the suture release button and compact the collagen manually. The procedure was still a successful closure but the device did not work properly. It was reported that the patient was stable. The procedure outcome was successful.